Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that at 1:00 pm she received a blood glucose result of 330 mg/dl on her aviva system. The customer took 45 units of levemir based on her sliding scale for this high result. The customer then tested at 2:30 pm and received a result of 327 mg/dl. The customer started to feel weak, tired, lethargic and decided to lay down. The customer's boyfriend tried to wake her to go to the bathroom, she eventually woke up. The customer was still not feeling well and experiencing low blood symptoms. The boyfriend treated the customer with some food. The customer ate and went back to sleep. The customer reported that she felt better upon waking. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
All testing with the returned products produced acceptable results and no malfunctions were observed. However, the alleged strip lot is from the list of affected lots included in res 80018. Due to the alleged lot being associated with the reagent cracking failure mode, it is possible that reagent cracking could have caused or contributed to the customer¿s allegation even though it was not reproduced during the investigation of the returned product. The allegation was not able to be reproduced but the complaint is being verified based on a known issue with the alleged strip lot.